Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) found that the sample probe had gel on the outside and possibly the inside. The sample probe and the electrodes were replaced. The investigation determined that the sample probe issue was the root cause of the event.

Event description:
The initial reporter questioned the results for 1 patient sample tested on a cobas pro ise analytical unit. The results for sodium electrode (na) were discrepant. The initial result was 142.6 mmol/l. This result did not correspond to the patient¿s previous na result, and the sample was repeated. The repeat result was 132 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number was bfe with an expiration date of 01-nov-2025.